Event description:
It was reported that the patient felt symptomatic, and loss of capture episodes were observed on the right ventricular (rv) lead. Reprogramming was done for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45, lead, implanted: (B)(6) 2008. (B)(4).